Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The device was determined to not meet all product specifications related to the reported event. The air in line too long was verified. The cause was determined to be an out of specification ultrasonic reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line for too long. There was no known patient injury or medical intervention associated with this event. No additional information is available.